Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the insulin pump vibrated with no reason then shut off. The customer's spouse also reported that they received button error alarm. The customer's blood glucose was 425 mg/dl at the time of incident. The customer's spouse stated that they treated the high blood glucose with manual injection. The customer's spouse stated that the insulin pump was exposed to moisture. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a frozen display due to corroded electronic assemblies. No vibrating was noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to a frozen display. Unable to verify the button error alarm due to the frozen display. However, the pump was received with corroded keypad traces. The pump was received with a corroded motor home switch. The pump was received with minor scratches on the lcd window.